Event description:
Consumer states was using the heating pad on her lower back by leaning against it while sitting on the couch. She claims she turned the heating pad off and left the room. Upon returning 20 minutes later and she smelled burning and found the heating pad on fire. She alleges she sustained a smoke inhalation injury.

Manufacturer narrative:
Consumer admits to leaning against the heating pad which is a violation of the warnings and instructions provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). Consumer has not returned the pad.